Event description:
In 2008, the patient reported that she felt dizzy, disoriented, thirsty, and was urinating frequently. Her blood glucose was elevated to 326 mg/dl. At 7 am her blood glucose measured 111 mg/dl. To troubleshoot she disconnected from her infusion site and found a 4 inch air bubble in the infusion tubing near the connector and several small air bubbles in the insulin cartridge. She primed the air from the infusion tubing and insulin cartridge. Upon follow up the following day, the patient stated that she replaced the insulin cartridge, adapter, and infusion tubing and by 3 pm her blood glucose was within her normal range (80-120 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.